Event description:
It was reported to target that during an aneurysm embolization this gdc-10 coil had to be removed because it was too long. While pulling it back, the coil detached in the microcatheter. The coil was removed completely with the catheter, but afterwards there was a bleeding of the aneurysm. Additional information obtained through a boston's representative on 03/02/1999 indicated that the patient is fine even though the bleeding of the aneurysm was related to the rupture of the coil. No other information was available.